Event description:
It was reported that the upper trigger seized. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, it was revealed that the upper trigger was jammed. This was attributed to faulty care and maintenance. Maintenance was performed and the device was repaired and returned to the customer on 05/22/2013. Placeholder.